Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, moderately calcified, moderately tortuousy bifurcation of the distal circumflex measuring 2.75x16mm with 99% stenosis. Target lesion one was treated with predilation using a 2.5x15mm maverick balloon and placement of a 2.75x20mm taxus liberte stent resulting in 0% residual stenosis. The investigator reported minor withdrawal resistance of the taxus liberte stent delivery balloon due to moderate calcification. Slightly more force than usual was required to remove the balloon intact. There were no patient complications after the procedure. The investigator reported that the patient died at an unknown date of causes unrelated to the procedure.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.